Manufacturer narrative:
Added medical history. Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007 were not provided. (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: incisional abdominal hernia. Postoperative diagnosis: incisional abdominal hernia. Procedure: open repair of incisional abdominal hernia with lysis of adhesions. Assistant: rogers. Description of procedure: ¿the patient was taken to the operating room and placed supine on the operating room table where adequate general endotracheal anesthesia was obtained and appropriate monitoring devices were placed. The abdomen was prepped and draped in the usual sterile manner. Standard midline abdominal incision was made from below the umbilicus to below taking down to the fascial layer and taking care not to injure the abdominal contents as there is noted to be a large macerated hernia above the umbilicus and several villa. The adhesions were taken down from the omentum and bowel to clean off the fascial layers and then the gore-tex dual mesh is brought onto the field. It is a 19 x 15 cm and using interrupted u type stitches of #1 prolene in an interrupted fashion. The gore-tex as sewn down around the edges of the hernia and these were individually tied to repair the hernia. Then using double stranded ethilon, the fascial layers were reapproximated in a running fashion and then the wound was irrigated and skin was closed with staples. The patient tolerated the procedure well. Blood loss minimal. Instrument and sponge count is correct. This was a difficult case due to the patient¿s large habitus and difficult adhesions and fenestrated nature of the hernia which prolonged the case. (B)(6) 2007: (B)(6). Post procedure note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04790494. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04790494) was implanted during the procedure. (B)(6) 2007: (B)(6). Discharge summary. Admit date: (B)(6) 2007. Discharge date: (B)(6) 2007. Discharge diagnosis: incisional hernia. Adhesions. Status post open repair of incisional abdominal hernia with lysis of adhesions and mesh. Discharge instructions: routine postop instructions for laparoscopic surgery. Follow up with dr. Warner in office in two weeks. Hospital course: admitted to hospital through one day surgery with diagnosis of incisional hernia. Large fenestrated incisional hernia was noted. Taken to operating room and this was repaired as mentioned above under general anesthesia. Tolerated procedure well and was take to recovery room in stable condition. Over next two days, she improved in postoperative period to a point she was able to tolerate a diet. Pain well controlled, ambulating without difficulty. Discharged home to care of family to follow up as outpatient. Records between (B)(6) 2007 and (B)(6) 2009 were not provided. (B)(6) 2009: (B)(6). Operative report. Preoperative diagnoses: ventral hernia with infected mesh. Intermittent episodes of partial small bowel obstruction. Postoperative diagnoses: ventral hernia with infected mesh. Intermittent episodes of partial small bowel obstruction. Operation: exploratory laparotomy. Removal of infected mesh. Lysis of adhesions. Repair of ventral hernia using a 20 x 18-cm xenograft, strattice with underlay. 1st assistant: (B)(6). 2nd assistant: (B)(6). Anesthesia: general. Estimated blood loss: approximately 150 ml. Complications: none. Drains: two jp [jackson-pratt] drains. Indications: ¿the patient is a 48-year-old female who presents with episodes of intermittent bowel obstruction and lower quadrant abdominal pain, as well as a recurrent ventral hernia with the appearance of a possible mesh infection.¿ operative note: ¿the patient is brought to the operating room and placed in supine position. After adequate general anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Initially scoring an incision around the old site scar. This was initially made with a 15 blade. We then used cautery to excise this scar down to the fascial edge initially attempting to enter the abdomen superior to where the mesh would be. The abdominal cavity was entered and the fascia was extended somewhat superiorly. We then proceeded to extend it inferiorly and enter the capsule around the gore-tex mesh. There was obvious purulence within this capsule and surrounding the mesh. Cultures were taken. We then proceeded to divide the mesh down the middle with attention paid to keep the bowel away from the injury underneath. There were omental adhesions to the undersurface of the midline all the way down the incision. Once the skin incision was made down the midline, we then proceeded with releasing the omentum and bowel off the undersurface of the abdominal wall. This was performed in a circumferential fashion. We then proceeded to remove the gore-tex. We were able to remove the capsule and gore-tex mesh in its entirety. There were multiple old prolene sutures and nylon sutures, which were also removed. Once this was completed, we then elevated the omentum and then ran the small bowel. In the midjejunum, there was a nest of small bowel that was released. We then came across the area in the distal jejunum that was adherent down toward the base of the mesentery, crossing almost 180 degree kink in the bowel. This was most likely the source of previous obstructions. This was also taken down. We then came through the ileocecal valve. The pelvis did not have any other abnormalities. The colon was examined and found to be otherwise normal. There were some sigmoidal adhesions to the left pelvic brim, which were left alone. Of note, the uterus and cervix were absent, as well as the appendix. The gallbladder was present and was otherwise normal. We palpated the stomach and the nasogastric tube positioned within the body of the stomach. We then evaluated the liver and it otherwise looked normal. The omentum was returned to its normal position as well as the bowel. We then proceeded to perform our repair. We decided to perform a surface-type repair, placing the mesh high in the recuts. Initially, we incised close to the rectus sheath on the right side and this extended the entire length of the incision and along the arterial line. We also performed this on the opposite side. Once complete we then closed the posterior rectus sheath with a running #1 pds suture. We then selected a 20 x 18-cm mesh. This was placed diagonally underneath the rectus muscle. Following this, a #1 pds suture was used in a radial pattern in the mesh. We then used the carter-thomasen to bring it transabdominally, after making nicks in appropriately marked positions with an 11 blade and once all the sutures were passed through the abdominal wall they were then tied down. We then placed two jp [jackson-pratt] drains over the mesh and brought them out through the skin through a stab wound incisions. We then proceeded to close the midline with a running 0 pds suture. Redundant scar and old sutures were removed from the fascial edge. We then irrigated the subcutaneous until clear and then it was closed with two layers of vicryl deep and then 3-0 vicryl around the superficial area deep dermis. The fascia was identified and the drains were secured with nylon. The patient required transfer to the surgical intensive care unit due to a complicated intubation. She will be allowed to awaken prior to extubation. All counts were correct at the end of the case. I was present for all key portions of the operation. (B)(6) 2009: (B)(6). Intraoperative record. Implant record. Allograft mesh. (B)(6) 2009: [missing records: pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided. A culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.] Records after (B)(6) 2009 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection with explantation, partial small bowel obstruction, lysis of adhesions, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1930, 2422) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6), 2007 through (B)(6), 2009 and (B)(6), 2009 through (B)(6), 2014 were not provided. Patient information: medical history: ¿ obesity: ? (B)(6) 2009: 237.3 lbs., bmi 37.2 ? (B)(6) 2014: 212.24 lbs., bmi 33.2 ¿ smoking ? (B)(6) 2009: smokes 1 pack per day x 35 years ¿ polycystic disease ¿ endometriosis ¿ (B)(6) 2007: incisional abdominal hernia ¿ (B)(6) 2009: large ventral hernia ¿ (B)(6) 2014: gastroesophageal reflux disease [gerd] ¿ (B)(6) 2014: irritable bowel syndrome [ibs] surgical procedures: ¿ unknown dates: surgery related to polycystic disease x 6 ¿ 1989: hysterectomy ¿ (B)(6) 2007: open repair of incisional abdominal hernia with lysis of adhesions, gore-tex mesh tied to repair hernia. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2009: exploratory laparotomy, removal of infected mesh, lysis of adhesions, repair of ventral hernia using a 20 x 18-cm xenograft, strattice with underlay. Implant: strattice. Implant preoperative complaints: ¿ (B)(6) 2007: ¿preoperative diagnosis: incisional abdominal hernia.¿ implant procedure: open repair of incisional abdominal hernia with lysis of adhesions. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04790494, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2007 [hospitalization dates (B)(6), 2007] ¿ wound classification: not provided. ¿ description of hernia being treated: ¿standard midline abdominal incision was made from below the umbilicus to below taking down to the fascial layer and taking care not to injure the abdominal contents as there is noted to be a large macerated hernia above the umbilicus and several villa. The adhesions were taken down from the omentum and bowel to clean off the fascial layers and then the gore-tex dual mesh is brought onto the field.¿ ¿ implant size and fixation: ¿it is a 19 x 15 cm and using interrupted u type stitches of #1 prolene in an interrupted fashion. The gore-tex as sewn down around the edges of the hernia and these were individually tied to repair the hernia. Then using double stranded ethilon, the fascial layers were reapproximated in a running fashion and then the wound was irrigated and skin was closed with staples.¿ ¿this was a difficult case due to the patient¿s large habitus and difficult adhesions and fenestrated nature of the hernia which prolonged the case.¿ ¿ (B)(6) 2007: discharge instructions: ¿routine postop instructions for laparoscopic surgery. Follow up in office in two weeks.¿ relevant medical information: ¿ (B)(6) 2009: surgical consultation. ¿referred for surgical evaluation, history of multiple previous surgeries ¿ complains of episodes of nausea with occasional bilious vomiting, getting worse since (B)(6) 2008, has seen several surgeons¿¿ ¿with episodes of nausea and vomiting, will get CT scan to see if mesh appears infected and if she has evidence of partial small bowel obstruction. If CT normal will need better medical management and rheumatology evaluation for possible sle [systemic lupus erythematosus]. Return after test.¿ ¿ (B)(6) 2009: CT abdomen. Impression: ¿there is a structure just beneath the anterior abdominal wall musculature that I suspect is related to the patient¿s prior hernia repair. There is peripheral radiodense material with central low density consistent with fluid or complex fluid. The etiology of this is not completely clear but most likely represents either a calcified seroma or hematoma or fluid located centrally within portions of mesh . There is no adjacent stranding to indicate an acute inflammatory process. There is some soft tissue density within the subcutaneous tissues that I suspect reflects scar tissue from the patient¿s prior surgery. Correlation with prior studies would be helpful. Hepatic steatosis. Mild atheromatous changes within the vasculature. No findings to suggest an obstructive bowel process.¿ ¿ (B)(6) 2009: radiology inflammatory local whole body: impression: ¿normal radiolabeled leukocyte scintigraphy. ¿ explant preoperative complaints: ¿ (B)(6) 2009: history and physical. ¿developed four ventral hernia defects and underwent repair in 2007. Hernia has recurred, now has persistent nausea with some emesis, severe abdominal pain . Ready to proceed with elective repair of hernia defect.¿ ¿ (B)(6) 2009: indications: ¿the patient is a 48-year-old female who presents with episodes of intermittent bowel obstruction and lower quadrant abdominal pain, as well as a recurrent ventral hernia with the appearance of a possible mesh infection.¿ explant procedure: exploratory laparotomy. Removal of infected mesh. Lysis of adhesions. Repair of ventral hernia using a 20 x 18-cm xenograft, strattice with underlay. [Implant: strattice]. Explant date: (B)(6), 2009 [hospitalization dates (B)(6), 2009] ¿ wound classification: ¿contaminated.¿ ¿ procedure: ¿initially scoring an incision around the old site scar. This was initially made with a 15 blade. We then used cautery to excise this scar down to the fascial edge initially attempting to enter the abdomen superior to where the mesh would be. The abdominal cavity was entered and the fascia was extended somewhat superiorly. We then proceeded to extend it inferiorly and enter the capsule around the gore-tex mesh. There was obvious purulence within this capsule and surrounding the mesh. Cultures were taken. We then proceeded to divide the mesh down the middle with attention paid to keep the bowel away from the injury underneath. There were omental adhesions to the undersurface of the midline all the way down the incision. Once the skin incision was made down the midline, we then proceeded with releasing the omentum and bowel off the undersurface of the abdominal wall. This was performed in a circumferential fashion. We then proceeded to remove the gore-tex. We were able to remove the capsule and gore-tex mesh in its entirety. There were multiple old prolene sutures and nylon sutures, which were also removed. Once this was completed, we then elevated the omentum and then ran the small bowel. In the midjejunum, there was a nest of small bowel that was released. We then came across the area in the distal jejunum that was adherent down toward the base of the mesentery, crossing almost 180 degree kink in the bowel. This was most likely the source of previous obstructions. This was also taken down. We then came through the ileocecal valve. The pelvis did not have any other abnormalities. The colon was examined and found to be otherwise normal. There were some sigmoidal adhesions to the left pelvic brim, which were left alone. Of note, the uterus and cervix were absent, as well as the appendix. The gallbladder was present and was otherwise normal. We palpated the stomach and the nasogastric tube positioned within the body of the stomach. We then evaluated the liver and it otherwise looked normal. The omentum was returned to its normal position as well as the bowel. We then proceeded to perform our repair. We decided to perform a surface-type repair, placing the mesh high in the recuts. Initially, we incised close to the rectus sheath on the right side and this extended the entire length of the incision and along the arterial line. We also performed this on the opposite side. Once complete we then closed the posterior rectus sheath with a running #1 pds suture. We then selected a 20 x 18-cm mesh. This was placed diagonally underneath the rectus muscle. Following this, a #1 pds suture was used in a radial pattern in the mesh. We then used the carter-thomasen to bring it transabdominally, after making nicks in appropriately marked positions with an 11 blade and once all the sutures were passed through the abdominal wall they were then tied down. We then placed two jp [jackson-pratt] drains over the mesh and brought them out through the skin through a stab wound incisions. We then proceeded to close the midline with a running 0 pds suture. Redundant scar and old sutures were removed from the fascial edge. We then irrigated the subcutaneous until clear and then it was closed with two layers of vicryl deep and then 3-0 vicryl around the superficial area deep dermis. The fascia was identified and the drains were secured with nylon.¿ ¿ (B)(6) 2009: pathology: gross description: ¿source mesh. Specimen is received fresh and labeled ¿mesh¿ and consists of two irregular tan mesh pieces with adherent soft tissue measuring 10.0 x 6.0 x 1.5 cm and 13.5 x 3.5 x 1.5 cm .¿ ¿ (B)(6) 2009: microbiology: ¿abdomen wall abscess. Gram stain: 1 plus polys, no bacteria seen. Culture: no growth.¿ ¿ (B)(6) 2009: microbiology: ¿abdominal wound. Gram stain: 1 plus polys, no bacteria seen. Culture: light growth of staphylococcus coagulase negative. ¿ ¿ (B)(6) 2009: discharge summary: ¿on post op day 4 noted erythema around midline incision, abdominal binder removed, wound monitored. On post op day 5 erythema improved, but it was felt that wound needed to be opened because patient was on vancomycin and levaquin IV and still developed erythema and cellulitis. Wound opened at bedside, murky fluid expressed from wound, packed with wet-dry kerlex, abd pad applied. Post op day 6 patient requested she be discharged, it was felt wound had improved, wet-dry dressing changes at home with home health, sent home on augmentin. Follow up with local surgeon. No heavy lifting greater than 5 pounds x 2 weeks, 15 pounds for 6 weeks.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04790494. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6) md. Office notes. Referred for surgical evaluation, history of multiple previous surgeries including tah [total abdominal hysterectomy], ventral hernia repair with mesh, complains of episodes of nausea with occasional bilious vomiting, getting worse since december 2008, has seen several surgeons, referred to vanderbilt. History: hernia repair with mesh (4 defects) ¿ 2007, polycystic disease (6 surgeries), hysterectomy 1989. Smokes 1 pack per day x 35 years. Impression/plan: with episodes of nausea and vomiting, will get CT scan to see if mesh appears infected and if she has evidence of partial small bowel obstruction. If CT normal will need better medical management and rheumatology evaluation for possible sle [systemic lupus erythematosus]. Return after test. On (B)(6) 2008: (B)(6). Radiology-CT abdomen with contrast. Indication: unspecified intestinal obstruction. Impression: there is a structure just beneath the anterior abdominal wall musculature that I suspect is related to the patient¿s prior hernia repair. There is peripheral radiodense material with central low density consistent with fluid or complex fluid. The etiology of this is not completely clear but most likely represents either a calcified seroma or hematoma or fluid located centrally within portions of mesh. There is no adjacent stranding to indicate an acute inflammatory process. There is some soft tissue density within the subcutaneous tissues that I suspect reflects scar tissue from the patient¿s prior surgery. Correlation with prior studies would be helpful. Hepatic steatosis. Mild atheromatous changes within the vasculature. No findings to suggest an obstructive bowel process. On (B)(6) 2009: (B)(6) radiologist. Radiology-inflammatory local whole body. Indication: history of ventral hernia repair concerning form hernia mesh infection. Impression: normal radiolabeled leukocyte scintigraphy. On (B)(6) 2009: (B)(6) md. History and physical. Abdominal hernia, underwent hysterectomy and multiple gynecological surgeries for polycystic ovarian disease and endometriosis, developed adhesions following these surgeries and subsequently underwent laparoscopic lysis of adhesions, continued to have abdominal pain then underwent open lysis of adhesions. Developed four ventral hernia defects and underwent repair in 2007. Hernia has recurred, now has persistent nausea with some emesis, severe abdominal pain. Ready to proceed with elective repair of hernia defect. Smokes tobacco, 1 pack per day x 35 years. Impression/plan: large ventral hernia defects, nothing by mouth, consent for surgery. On (B)(6) 2009: (B)(6) md. Pathology report. Accession number: s09-23889. Diagnosis: abdominal wall, mesh removal; surgical mesh (gross diagnosis only). Tissue submitted: mesh. Gross description: source mesh. Specimen is received fresh and labeled ¿mesh¿ and consists of two irregular tan mesh pieces with adherent soft tissue measuring 10.0 x 6.0 x 1.5 cm and 13.5 x 3.5 x 1.5 cm. A gross photograph is taken. No sections are submitted. On (B)(6) 2009: (B)(6) center. Microbiology. Site: abdomen wall abscess. Gram stain: 1 plus polys, no bacteria seen. Culture: no growth. On (B)(6) 2009: (B)(6) center. Microbiology. Bacterial culture, site: abdominal wound. Gram stain: 1 plus polys, no bacteria seen. Culture: light growth of staphylococcus coagulase negative. On (B)(6) 2009: (B)(6) md. Discharge summary. Status post removal of infected mesh and ventral hernia repair with strattice. Hospital course: presented for repair of ventral hernia, developed hernia after multiple abdominal operations for gynecologic problems and subsequently had adhesions, lysed in open fashion. Had ventral hernia repair prior to this, mesh became infected. After operation she was transferred to sicu for close monitoring secondary to difficult intubation. Was extubated post op day 1, pain well controlled, continued to improve. At home, was on multiple psyche meds, continued on post op day 1. Transferred to floor on post op day 2, continued to improve, ambulating. Epidural discontinued post op day 3, oral pain control. On post op day 4 noted erythema around midline incision, abdominal binder removed, wound monitored. On post op day 5 erythema improved, but it was felt that wound needed to be opened because patient was on vancomycin and levaquin IV and still developed erythema and cellulitis. Wound opened at bedside, murky fluid expressed from wound, packed with wet-dry kerlex, abd pad applied. Post op day 6 patient requested she be discharged, it was felt wound had improved, wet-dry dressing changes at home with home health, sent home on augmentin. Follow up with local surgeon. No heavy lifting greater than 5 pounds x 2 weeks, 15 pounds for 6 weeks. On (B)(6) 2014: (B)(6). Office notes. Hernia, has continuous generalized abdominal pain associated with nausea and vomiting, screening ultrasound of abdominal wall showed possible umbilical hernia, here for surgical consultation. History: gastroesophageal reflux disease, irritable bowel syndrome, tobacco use, endometriosis. Surgical history: hernia repair with mesh 2007, laparoscopic lysis of adhesions, exploratory laparotomy with lysis of adhesions, polycystic disease 6 surgeries, hysterectomy. Weight 212.24 lb. Impression/plan: generalized abdominal pain with nausea and vomiting, don¿t see clear surgical etiology, previously evaluated by gastroenterologist, recommend she pursue this further. Ultrasound identifies hernia, not visible on CT or appreciable by physical exam. Will defer surgery at this point. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.